Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusion: the report of low flow alarms was confirmed based on the evaluation of the submitted log files. Furthermore, the thrombus formations found in the lumens of the pump outflow, outflow graft attachment, and outflow graft appeared to have developed due to poor surface washing as a result of a low flow event or an interruption in flow through the pump. While twisting of the sealed outflow graft could have contributed to a decrease in blood flow through the device and resulting decrease in calculated flow values and low flow hazard alarms recorded in the submitted log file data, the report of an outflow graft twist could not be confirmed through this evaluation based on the provided CT images and given that the outflow graft was severed upon return. The submitted system controller event log file contained approximately 24 hours of data, beginning on (B)(6) 2019 at 22:55:03. The log file captured several controller fault flags for low flow beginning on (B)(6) 2019 at 19:20 when the estimated flow was calculated below the low flow threshold of 2.5 lpm. By 19:21, the low flow hazard alarm had triggered. At 19:24, flow dropped from 2.4 lpm to 0.5 lpm in 16 seconds. By 19:34, the flow had dropped to 0 lpm. The flow ranged from 0 to 0.1 lpm until the end of the log file at 21:54. At 21:25, the driveline was disconnected which appeared consisted with the center¿s report that the patient underwent an emergency pump exchange. (B)(6) was returned assembled with the pump cable severed approximately 6.5¿ from the terminus of the bend relief along with a severed portion of the pump cable measuring approximately 3¿. The remaining distal end of the pump cable and the modular cable were not returned. The apical cuff was not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned attached to the device. A severed portion of the outflow graft measuring approximately 4¿ was also returned. This severed portion of the outflow graft was returned with a lengthwise slice approximately 1¿ from its proximal end. Examination of the returned portion of the outflow graft revealed a slight crease approximately 3¿ from the graft hardware. A small piece of adhered tissue was observed across the crease. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed red, non-laminated tissue-like thrombus formation along with loosely coagulated blood extending from the lumens of the pump outflow, throughout the outflow graft attachment, and into the outflow graft. These depositions appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow cannot be conclusively determined. Visual inspection of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. The hm3 IFU lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, the IFU contains information regarding the recommended anticoagulation therapy (including inr range) for patients using the device. The introduction of the hm3 IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. The hm3 IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section of the hm3 IFU describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with resolving them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: reason for pump exchange was stated to be due to outflow twist / obstruction.

Manufacturer narrative:
Approximate age of device. 8 months 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was experiencing low flow hazard alarms. The flows were between 0 and 0.2 lpm. Primary system controller was exchanged, but low flows remained. Echocardiogram (echo) from bedside showed aortic valve staying open dilated left ventricle. CT angiogram showed twisting of outflow graft. The patient does not have outflow graft clip. The manufacturer's technical service representative reviewed the log file and confirmed low flows. Pump was exchanged on (B)(6) 2019.